Event description:
It was initially reported that the language on the autopulse platform was changed from (B)(6). No patient involvement was reported. No further information was provided. The autopulse platform was subsequently returned to zoll for investigation. During review of the platform's archive data, it was observed that two user advisory (ua) 45 (not at "home" position after power-on/restart) messages occurred on the reported event date of (B)(6) 2015. Although the customer did not report this, ua 45 is considered a reportable malfunction.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/09/2015 for investigation. Investigation results as follows: visual inspection was performed and no external physical damages were observed. The initial reported complaint of the platform having the (B)(6) language version of software rather than (B)(6) language version was confirmed. The software was updated to the correct (B)(6) language version. The platform performed as intended during functional testing. The platform's archive data was reviewed. Unrelated to the initial reported complaint, two user advisory (ua) 45 (not at "home" position after power-on/restart) codes were observed on the reported event date. The ua 45 codes occurred because the lifeband straps were not pulled completely out prior to turning the device on. Based on the investigation, there were no parts identified for replacement. The correct german language was installed to remedy the initial reported complaint. In summary, the initial reported complaint was confirmed. Following service, including installation of the correct german language version, the device passed all test criteria.